Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that the subject coil was prematurely detached while being advanced inside the micro catheter during procedure. The physician used micro catheter and guide wire to place the subject coil and completed the procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned. Therefore, visual and functional analysis were not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. In the case of this complaint, it is most likely that the device encountered difficulties while inserting into microcatheter and hence prematurely detached, due to intermittent flush maintained during the procedure, as per dfu maintaining continuous flush throughout the procedure is a critical requirement as lack of it can lead to friction or other related difficulties, such as reported "main coil prematurely detached/separated during use". An assignable cause of ¿user error¿ will be assigned to reported "main coil prematurely detached/separated during use", as the investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that the subject coil was prematurely detached while being advanced inside the micro catheter during procedure. The physician used micro catheter and guide wire to place the subject coil and completed the procedure successfully. There were no reported clinical consequences to the patient.